Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-dec-2017 with the following findings: during investigation, the pump was powered on and the display was found to be blank with audible tone and vibration. The returned battery cap was found to be undamaged and able to properly secure to the pump. The battery cap contact height and width measurements were found to be within specification. The pump cover was removed and there was no evidence of moisture or damage to the printed circuit board. The original complaint of an intermittent power issue was unable to be confirmed due to the blank display issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.